Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported while a patient had been wearing a pod between 4 and 24 hours their blood glucose level had rose to over 300 mg/dl. When removed from the infusion site, the pod's cannula was found bent. In addition the patient reports the pod failed to adhere. As treatment, the patient applied a new pod.